Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the backup battery cover was missing a screw. The reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on the morning of the reported event date 29sep2025. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The system controller was exchanged on 29sep2025 in response to the backup battery fault alarm. The pump maintained a speed within the expected range throughout the log files. No other notable events were observed in the log files reviewed. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Provided information indicates the controller exchange was performed without issue and no further alarms were noted after the exchange. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 02oct2023 under batch 10012965. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having emergency backup battery (ebb) faults. The alarm was cleared with a self-test. However, the alarm happened multiple times. The event log file recorded a backup battery fault event on 29sep2025. The event appeared to have occurred after the system controller attempted a load test. The patient had multiple backup battery fault events over the last two months. The battery had been reseated a couple of times but ultimately the controller was exchanged on 29sep2025 in the clinic with no complications.